Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.